Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2013. According to the complainant, during the procedure, as the device was exchanged, the physician found that the hydrophilic tip detached in the patient's common bile duct exposing the corewire tip. The detached portion of the guidewire was retrieved using an airbag. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2013. According to the complainant, during the procedure, as the device was exchanged, the physician found that the hydrophilic tip detached in the patient's common bile duct exposing the corewire tip. The detached portion of the guidewire was retrieved using an airbag. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the device presents the pebax section detached exposing the corewire tip. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. The product returned was consistent with the complaint that the distal tip detached exposing the corewire tip. It is possible that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, ¿operational context¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. No other complaints have been reported for lot number 14486468. A labeling review performed and no anomaly was found.